Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, it was revealed that the implantable cardioverter defibrillator exhibited in backup mode operation. No interventions were made at this time. The patient will be brought into clinic for further evaluation. There were no patient symptoms reported.

Event description:
New information received noted that programming changes were made on 20nov2019. There were no consequences to the patient.